Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the battery was removed due to small device extrusion. There was no visible sign of infection, and a visible inspection of the device was performed on (B)(6) 2020. The lead was left in place, as the physician planned to replace the battery in late (B)(6) after seeing the patient back in two weeks for an examination. The issue was resolved at the time of the report.